Event description:
Urgent safety alert: for bivona neonatal, pediatric and flextend tracheostomy tubes (tr3 version). I have unopened, unused product that I would like to exchange for the equivalent enhanced design version. I have unopened, unused product that I would like to return for credit.